Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech called in for help on 8100 unit has error ail error, before call in tech. Had already replace ail sensor and unit still failing with same error, unit will have to come in for services. Repair tech will call back once he has his po# setup for services on unit. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Biomed tech called in for help on 8100 unit has error ail error, before. Call in tech had already replace ail sensor and unit still failing with same error, unit will have to come in for services repair. Tech will call back once he has his po# setup for services on unit.